Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity.¿

Event description:
It was reported that patient underwent a hip revision procedure approximately six years post-implantation due to migration of the liner, as it became dislodged from the cup. During the procedure, the head and liner were removed and replaced.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - part: 13-104052 name: m/h radial solid/apx shl 52 mm lot: 286290, part: 11-103203 name: taperloc lat pc 9 mm t1 lot: 457280, part: 11-363660 name: 36 mm cocr mod hd -6 mm lot: 357820.